Event description:
It was reported that during preparation, the hydrophilic coating of catheter (subject device) curls up in the distal area. The event was noted outside the patient and no clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during preparation, the hydrophilic coating of catheter (subject device) curls up in the distal area. The event was noted outside the patient and no clinical consequences were reported to the patient due to this event. Update: the subject catheter was returned for analysis on (B)(6)2020 and the catheter was examined and it was discovered that the reported event of the hydrophilic coating peeling was not confirmed; therefore, the event no longer meets the requirement of the reportable event for the device in question. The reportability changed from reportable to non-reportable as a reportability awareness date(B)(6)2020 . The reported event was not related to a serious public health threat, patient death, unanticipated or anticipated serious injury to the patient.

Manufacturer narrative:
B5 executive summary- updated h4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d10 product available to stryker ¿ updated d10 returned to manufacturer on ¿updated the device was returned, and the reported lot number was confirmed from the hub of the device. During visual inspection, the distal end of the device from 10cm to 20cm was noted to be deformed. There was blood noted within the hub. There was blood noted within the distal section of the catheter, indicating that the device had been used. During functional inspection, the coated section was tested with wet fingers and no anomalies were noted to the coating. The reported event was not confirmed; however, deformation was noted to the device. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The damage to the device was noted by the physician outside of the patient. The device was returned for analysis and it was noted that the distal section of the device was deformed and there was no damage noted to the hydrophilic coating. It is probable that the device was damaged during removal from its packaging, therefore an assignable cause of handling damage will be assigned to the as analyzed deformed. An assignable cause of not confirmed will be assigned to the as reported event, as there were no anomalies noted to the hydrophilic coating. It is probable that the physician perceived the deformation of the catheter shaft as being damage to the hydrophilic coating. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.